Event description:
Ett holder securing latch malfunctioned by losing its adhesive hold, causing tube to withdraw 7 cm. Pt had to be de-proned, tube re-inserted, another chest x-ray obtained, then re-prone the pt.